Event description:
It was initially reported on (B)(6) 2019 that the c-arm was stuck in 90 degrees. No injury reported. A field engineer was dispatched to the site. On (B)(4) 2019 the fe noted that the c-arm rotates and will not stop due to a stuck switch. The rear c-arm switch was removed and adjusted. Once this was completed the system as working as intended.